Event description:
It was reported during emergency support program esp that the cardiosave intra aortic balloon pump unit had low battery alarm. There was patient involvement but no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (type of investigation).

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 it was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had a low battery alarm. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer verified the power cord was in an ac outlet. The customer mentioned that the rescue icon was on the touchscreen, they were assisted reengaging the rescue portion of the balloon pump into the hospital cart. The audible tones were heard and it was brought to the customer's attention. The customer verified that the icon had switched back to hybrid and the ac power cord was now visible over the battery icons.

Event description:
N/a